Event description:
During ureteroscopy, the cook ureteral sheath frayed, leaving a shred of plastic in the urinary tract during ureteroscopy/ stone removal. Being that the shred was so small, several graspers did not work. The foreign body was finally removed prior to completion of procedure.